Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair will drive about a foot and then go into joystick fault.